Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a signal artifact monitoring (sam) episode due to oversensing of electromagnetic interference (emi) from a procedure. This resulted in the minute ventilation (mv) feature being automatically disabled. All impedance measurements were within normal range. There were noisy signals on the sam episode, that is indicative of a procedure. Technical services provided the healthcare professional with programming options. This ICD remains in service.